Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error along with multiple other errors. The patient's blood glucose at the time of incident was 3.9 mmol/l. There was a crack on the back of the insulin pump. The alarms could not be cleared. The device would not rewind. The insulin pump was not returned for analysis.